Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "short battery run time" was confirmed by the field service engineer, however, the returned battery passed test specification during complaint investigation. The root cause of the complaint is undetermined. Per operator's manual "the battery should be maintained at full charge whenever possible. Arrow international recommends that the autocat2 series iabp be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) when in use, the pump alarmed for "20 minutes battery", and then turned off and on. The pump was plugged back in. The field service engineer serviced the pump. During service, the pump ran on dc and pumped at 12 vdc, after about 10 minutes the pump gave the "20 minutes" alarm and the voltage was at 11.4. As a result, the battery was replaced. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) when in use, the pump alarmed for "20 minutes battery", and then turned off and on. The pump was plugged back in. The field service engineer serviced the pump. During service, the pump ran on dc and pumped at 12 vdc, after about 10 minutes the pump gave the "20 minutes" alarm and the voltage was at 11.4. As a result, the battery was replaced. There was no report of patient complication or serious injury and death.